Event description:
Additional information received from the consumer reported the patient went to the doctor twice to have settings lowered to where it was comfortable and still working.

Manufacturer narrative:
Concomitant product: product ID 3889-33, lot # va0s96q, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported a sudden loss of therapy and difficulty urinating in (B)(6) 2015 after slipping and falling on concrete. The patient started slowly increasing settings over time; on (B)(6) 2015, the patient went to increase settings and it gave her a ¿really strong electrical shock-type feeling.¿ the patient also felt the shock-type sensation when she twists from side to side. Cause, actions, and outcome remain unknown. Follow-up is being conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.